Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery and rewind anomaly. The customer¿s blood glucose level was unknown. Customer stated that the scratches on screen scuffs made it cloudy and harder to read. It was reported that the insulin pump rejecting the new battery and slower during rewind. The insulin pump will not be returned for analysis.